Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting loss of capture and impedance measurements greater than 2000 ohms. A revision procedure was performed and the lead was removed from service and replaced. Visual inspection of the lead noted a fracture located near the suture collar. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.